Manufacturer narrative:
On further follow up with the field service representative, he indicated it was the sample probe and not the ise probe that was missing a spring. The investigation was unable to determine a specific root cause. It was determined that the most likely cause was pre-analytical sample handling. It was noted that the clotting time and the inversion of the sample tubes were not according to tube manufacturer's recommendations.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer indicated they have been having random, intermittent issues since (B)(6) 2013. The customer the customer received questionable results for: bicarbonate (co2) on (B)(6) 2013 for one sample, urea/bun (bun) during the week of (B)(6) 2013 for one sample, and ion selective electrode (ise) sodium (na), ise potassium (k) and ise chloride (cl) for two patients on (B)(6) 2013. The customer could not be more specific about the date for the bun sample. Of the data provided, it was determined that one patient had erroneous na results reported outside of the laboratory. The initial na result was 156 mmol/l, which was reported outside of the laboratory. The sample was repeated on a cobas integra 400 and generated a result of 136 mmol/l. The customer deemed the repeat result to be the correct result. There was no adverse event. The lot number and expiration date of the na electrode was requested, but could not be provided by the customer. The customer had checked the rinse mechanism as part of troubleshooting. The rinse mechanism appeared "fine". The field service representative found there was a spring missing in the sample probe. He replaced the spring. The customer performed qc and ran patient samples, with all results being within the customer's specification.